Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. The technical support specialist dialled into the station and repaired the med application, restarted the services and rebooted the station into cfnapp. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system medication not showing up on screen under patient profile. The customer stated there was a delay to the patient's workflow since the nurse need to reach out to pharmacy to obtain the medication manually. There were no adverse events or injuries reported based on this event.